Manufacturer narrative:
Review of programming/device diagnostic history.

Event description:
It was initially reported that the patient was being scheduled for a generator replacement procedure. Follow up with the tc revealed that a diagnostics test indicated that the generator was at end of service. A review of the available programming history was performed. Settings history was available from day of implant (B)(6) 2004 until (B)(6) 2010. A battery life calculation was performed based on the available history, which suggested that the battery should not be at end of service. Therefore it was determined that the generator may have reached end of service prematurely. The generator has since been explanted and replaced. However, the product has not yet been returned to the manufacturer.